Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass procedure, the bipolar fenestrated grasper's (bfg) broke near the jaws and the white plastic component fell into the cavity of the patient. The bfg was removed via the instrument drive unit and exchanged for a new one. The faulty bfg was at 19% life left and discarded after the surgery. The white component was retrieved from the patient. There was a 2 minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.